Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s complaint of "no image" was confirmed as horizontal white lines were observed on the image due to a faulty charge-coupled device (ccd) unit. The unit was noted to be equipped with a non-olympus cable. The unit¿s gold autoclave plate label was detached/missing. The unit was repaired and returned to the customer.

Event description:
The service center was informed that during preparation for use, there was no image on the display. No damage or abnormalities were observed. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the unit was delivered to the customer on may 14, 2015. The legal manufacturer reported that the inferred cause is described below. The following causes are inferred from investigation result. When the camera head was subjected to unexpected stress due to the user's handling, or when the ccd unit failed due to the use of a cable from another company, the image could not be output. The legal manufacturer checked the content of the instruction manual ¿ important information ¿ please read before¿ used when it was shipped from the factory and confirmed that there were the following descriptions. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.